Manufacturer narrative:
Part 400-036 (access port body) should include a hole in the side port, which intersects, and is perpendicular to the longitudinal thru hole. In some parts, the side port hole is either blocked or irregularly shaped. It was realized during the CAPA investigation that the approved engineering specification es400-036 rev 3 does not include the internal opening for the side ports. Also, the pr specification does not include an inspection check for the hole. Specifications (engineering specifications and purchase specifications) and the drawing for access port body were revised to ensure that critical criteria is depicted on myelotec drawing for reference in the engineering specifications. The procedure for assembly and the incoming inspection criteria form were updated to reflect new steps and verification results. Affected inventory were identified and mrb determined the disposition of current inventory.

Event description:
When scope was inserted, saline did not flow through its port. After removing the catheter from the patient, doctor tried to infuse saline again and felt a small burst inside the catheter.